Manufacturer narrative:
(B)(4).UDI not available as the lot# was not provided by the customer.

Event description:
It was reported that: "incident occurred on (B)(6) 2024. During the removal of the central catheter, we noticed a significant deformation of the device. As the device had just been removed from the female patient, there was no consequence for the patient." The device was a cvc.

Event description:
It was reported that: "incident occurred on(B)(6) 2024. During the removal of the central catheter, we noticed a significant deformation of the device. As the device had just been removed from the female patient, there was no consequence for the patient." The device was a cvc.

Manufacturer narrative:
(B)(4). Corrected data: section d.1.-brand name corrected to arrow cvc kit: 4-lumen 8.5fr x 16cm. Section d.4.-catalog# corrected to fr-42854-ipse. Section d.4.-UDI# corrected to (B)(4). *the lot number was not known; therefore, the full UDI# could not be identified. The customer returned one 4-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. It was also noted that the extension lines do not indicate that they are indicated for high pressure injection. Visual analysis revealed that the catheter body was severely ballooned/stretched from the 19cm to the 10cm markings. After performing functional testing, a total occlusion was observed inside lumens associated with the medial 1 (gray hub) and medial 2 (blue hub) extension lines. It was also noted that the ballooning inflates when flushing the medial 1 extension line. This suggests that the lumen associated with the medial 1 extension line is affected. A long pin gage was inserted through the medial 1 and medial 2 lumens. A clear white substance in combination with biological material were observed exiting both skive holes. This substance resembles congealed medication. After clearing the blockages, the catheter was cross sectioned in a functional location and in an area affected by the ballooning. No defects were observed with the lumens in the functional area; however, in the location of the damage, the medial 1 lumen was severely stretched. Further analysis of the returned sample revealed that the catheter dimensions are a 4-lumen 8.5frx20cm catheter. This does not match the dimensions on the reported finished good (4-lumen 8.5fr x 6cm). The occlusion likely caused or contributed to this event; however, due to the discrepancy with the customer report and the returned sample, this cannot be officially confirmed. The ballooning of the medial 1 (gray hub) measured 32mm-125mm from the juncture hub. The catheter body length measured 225mm, which is not within the specification limits of 157mm-177mm per the catheter product drawing. The catheter body outer diameter (in an area not affected by ballooning) measured 2.88mm , which is within the specification limits of 2.87mm-2.97mm per the catheter extrusion product drawing. The discrepancy with the catheter length measuring out of specification further confirms that the returned catheter does not match the reported finished good. A lab inventory syringe filled with water was attached to all four extension lines and flushed. No blockages were noted with the distal or proximal extension lines; however, total occlusions were detected when flushing the medial 1 and medial 2 extension lines. When flushing the medial 1 extension line, it was also noted that the stretching/ballooning inflates. This indicates that the damage is associated with the lumen from the medial 1 extension line. A long pin gage was inserted through the medial 1 and medial 2 extension lines. Large quantities of a congealed white stances and biological material were observed exiting the skive holes. Once the occlusions were cleared the medial 1 and medial 2 extension lines flushed as intended. The correct IFU associated with the finished good involved with this complaint sample cannot be verified; however, an IFU from a similar kit informs the user , "aspirate, then flush catheter lumen using 10 ml syringe or larger filled with sterile normal saline". An IFU provided with a similar kit cautions the user, "ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications". The IFU also states, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury". The report of a ballooning catheter body was confirmed through complaint investigation of the returned sample. Functional analysis indicated that the ballooning/stretching only affects the medial 1 lumen. A total occlusion consisting of congealed medication and biological material was observed inside the medial 1 lumen. Despite the damage, dimensional analysis could not be accurately performed as the material # reported by the customer does not match the sample that was returned. A device history record review did not reveal any relevant findings. The occlusion in combination with over-pressurizing likely caused or contributed to the damage; however, due to the mismatching of the returned sample and the reported finished good, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.